Manufacturer narrative:
Updated data: b5. Additional information was received the cause of death was cardiac arrest. E1. Initial reporter phone number updated to align with the facility. H6. Patient code added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years, twenty-three days following the implant of this transcatheter bioprosthetic valve, the patient presented after not feeling well. The following day, dyspnea, weakness, and shortness of breath was observed. A non-st segment myocardial infarction (nstemi) was diagnosed and intravenous therapy (IV) medication was administered. Per the physician, the nstemi was not related to the valve. Chest x-ray noted mild interval worsening of pulmonary vascular congestion and mild interstitial edema. Two days after presenting, echocardiogram showed an ejection fraction (ef) of 25-30%, with an aortic valve mean gradient of 12 millimeters of mercury (mmhg) and a maximum pressure gradient of 17.1 mmhg. Moderate to severe pvl was identified. Congestive heart failure (chf) was diagnosed and medication was administered. Per the physician, the chf was related to the valve. Three days after presenting, it was reported that the patient was in the hospital with severe pvl. Four days after presenting, the patient was to be transferred to a second facility for a transcatheter aortic valve replacement (tavr); however, the patient died the day of transfer and the replacement was not performed. The cause of death was not reported but was determined to be cardiovascular in nature. An autopsy was not performed.